Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a faulty mixing pump. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related.

Event description:
It was reported that sales representative and customer just stated that the arctic sun device was defective. Per sample evaluation results received on 15may2024, it was reported that defective mixing pump.